Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and lower extremity odema. The implantable pulse generator (ipg) exhibited normal elective replacement indicator (eri). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.